Event description:
The dome portion was detached from the catheter during traction removal 160 days after placement. The device was free floating within the fibrous tract prior to traction removal. The detached dome is still in the pt body. Medication: lansoprazole, furosemide, promethazine hydrochloride, sennoside ab, magnesium oxide, potassiuml-aspartate, ursodeoxycholic acid, demperidone, nitroglycerin, phenytoin.